Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The patient¿s blood glucose level was 245 mg/dl at the time of the incident. Customer put the first battery in it stayed a little black on bottom of my pump it said failed battery test and took it out and tried a new battery. Customer stated that, the pump alarmed after battery change and they were able to clear the alarm. Issue regarding blank display screen was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.